Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Submerged leak testing was conducted on the returned samples, and the customer's indicated failure mode for tubing leakage with the incident lot was not observed as no leakage was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.